Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. Reportedly, the reporter received an alarm after getting out of the water but was unable to recall what the alarm was. Unable to review alarm history due to a separate issue with the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a blank display with auditory and vibratory features. The pump¿s black box/history failed to download. A leak test showed a leak on the pump casing. Removal of pump casing found moisture damages inside the pump. As a result of the moisture damages, the functional testing cannot be completed. The evaluation was unable to fully investigate the reported issue with the alarms and no conclusion can be drawn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.